Event description:
Boston scientific received information that this patient was readmitted back into the hospital one week following the implant of this device and lead. The patient was admitted for pocket site bleeding and possible infection of unknown origin.

Event description:
This device and implantable transvenous right ventricular (rv) defibrillation lead had been explanted on (B)(6) 2014 due to infection. Boston scientific received additional information that this implantable transvenous right ventricular (rv) defibrillation lead was also explanted on (B)(6) 2014 due to lead dislodgement. See report#2124215-2014-21892.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient had developed bacteriemia g and cocci at the incision site. The patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2014. The device was explanted.

Manufacturer narrative:
(B)(4). The available information suggests that this device and lead system remains in-service at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.